Event description:
The 5fr selector catheters have an unacceptable high incidence of micro-bubble formation during aspiration and flushing of the catheter. Catheters cannot safely be used due to risk of air embolization to the brain or peripheral circulation. (*)